Event description:
It was reported that this right ventricular lead exhibited high, out-of-range pacing impedance which triggered a lead safety switch. The device was programmed to a unipolar configuration which resolved the issue. No adverse patient effects were reported. This lead remains in service.